Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella rp flex via percutaneous right femoral vein for mechanical circulatory support. A brief placement signal not reliable alert occurred but resolved and now placement signal number's are very high and flow calculation was at 0. Motor current was pulsatile. Hemodynamics have not changed and the patient was stable. They will monitor hemodynamics.

Manufacturer narrative:
B1, b2, b5, d6b, h1, h6 updated based on the patient outcome death.

Event description:
An impella rp flex was inserted via the femoral vein to support the 76 year old male patient who had been admitted in with plan for bypass surgery, and presenting in scai stage e shock. The underlying medical history was not shared. The rp flex was supporting when on day of placement the team observed placement signal issues. There was a brief episode of placement signal being not reliable. The signal issues did not prompt any intervention. The pump remained on for support til day 7 when the care was withdrawn. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the issue was not established as no product or logs were returned for analysis.